Event description:
Litigation - complaint alleges pt underwent a laparoscopic cholecystectomy and when the device was used it did not close or ligate the structures completely, thereby allowing bile leakage. The complaint states that it caused significant injuries; however, no further specific info was provided in the pleading.